Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011; inratio: 1.3; lab: 2.8. Tests done back to back, venous draw at the lab. Pt self tester's wife states that her husbands inr result on the inratio meter has been 1.3 everyday for the past few days even though the doctor has increased his dose. Pt self tester states that he has noticed unusual bleeding from his mouth. Pt was in the hospital a few weeks ago for a biopsy and ended up with an infection, so he was on antibiotics. Stopped taking antibiotics about 4 weeks ago.

Manufacturer narrative:
Investigation pending.